Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: the initial reporter's address is (B)(6). Block h6: problem code 1444 captures the reportable event of incomplete sterile packaging seal. Block h10: (product investigation) the returned sensation large oval med stiff snare was analyzed and a visual evaluation noted that the manufacturing seal of the pouch was incomplete. The reported event was confirmed. Device analysis identified that the manufacturing seal of the pouch was incomplete. An investigation was opened to further investigate the most probable cause for this issue but since the investigation is still in progress, the investigation conclusion code selected for this complaint is cause not established. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-05755 and 3005099803-2020-05759 for the associated device information. It was reported to boston scientific corporation that a sensation large oval med stiff snare was to be used to treat a colorectal polyp in the colorectum during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2020. According to the complainant, during unpacking and outside the patient, the physician unpacked the device and the sterile bag was found broken and unusable. Reportedly, there were no other issues noted with the device. The procedure was then completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The initial reporter's address is (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-05755 and 3005099803-2020-05759 for the associated device information. It was reported to boston scientific corporation that a sensation large oval med stiff snare was to be used to treat a colorectal polyp in the colorectum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during unpacking and outside the patient, the physician unpacked the device and the sterile bag was found broken and unusable. Reportedly, there were no other issues noted with the device. The procedure was then completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.